Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 470 mg/dl. Customer stated the other blood glucose was 250 mg/dl, 330 mg/dl. Customer treated with insulin pump. The customer experienced symptoms such as abdominal pain. Customer treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.